Event description:
It was reported that the patient presented in clinic. It was noted that the patient's entire pacemaker (pm) system was over-sensing noise. The patient was asymptomatic. The entire pm system was deactivated, and the patient was stable post changes.